Event description:
The pt reported communication issues between the implant and the external equipment. It was reported that electrocautery was used during the implant procedure. An advanced bionics representative performed device evaluation. The problem was confirmed. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.